Event description:
It was reported that the patient presented in clinic for an initial implant procedure. The following day upon interrogation it was noted that the right-atrial (ra) lead exhibited far r-wave oversensing due to dislodgement, which was confirmed via chest x-ray imaging. As a resolution the ra lead was repositioned on (B)(6) 2025. The patient condition was stable.